Manufacturer narrative:
Phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause and outcome of the peritonitis were not reported. The patient was not hospitalized for the event. On an unreported date, the patient began unspecified home treatment for the peritonitis (doses, frequencies, and routes were not reported). It was not reported if extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Patient weight is (B)(6) in addition to cloudy peritoneal dialysis (pd) effluent, the peritonitis was manifested by abdominal pain and fever. The cause of the peritonitis was further described as due to a reaction to extraneal. On the same day as onset, the patient was hospitalized for the event and discharged nine days later (previously reported as not hospitalized). On the same day as onset, the patient began treatment for the peritonitis with vancomycin, 2 grams, intraperitoneally (ip) for six days and ceftazidime, 2 grams, ip, for five days. Nine days after onset, the patient began treatment for the peritonitis with cefazolin, 2 grams, ip for 21 days. Eight days after the onset of the peritonitis, pd therapy with extraneal was discontinued. It was reported that as soon as extraneal therapy was discontinued, the patient¿s pd effluent became clear. At the time of this report, the patient was recovering from the peritonitis event and capd therapy with unspecified solutions was reported to be ongoing. Upon further review of the follow-up information indicating that the peritonitis was due to a reaction to extraneal, it has been determined that baxter pd disposables are no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.